Manufacturer narrative:
H3: one device was returned for analysis. Functional and visual tests were performed, but the reported issue was not duplicated. However, visual inspection found damage to the downstream occlusion sensor (dso) seal. This indicated a reportable malfunction based on the dso seal. The dso seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
One device was returned for evaluation, and a damaged downstream occlusion seal was identified. There was no patient involvement.